Event description:
Event description: cpi received information that this implantable cardioverter defibrillator (ICD) may have experienced premature battery depletion. An eol battery status was reported after 1 year of implant service.